Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid (2.5 mg/ml) at a rate of 0.1201 mg/day via an implantable pump for chronic low back pain prior to the revision, and dilaudid (2.0 mg/ml) at a rate of 0.1199mg/day after the revision. The patient's medical history included parkinson's disease. The patient's concomitant medications were not provided. It was reported that the pump was flipped, so they were unable to refill it. Due to the pump flipping the catheter was also twisted. On (B)(6) 2016 the pump was re-anchored, and the catheter was revised and primed. No symptoms were reported. Additional information has been requested regarding the timing of when the pump began flipping, troubleshooting performed to identify the flipped pump and twisted catheter, the cause of the pump flipping, and contact information for the initial reporter. If additional information is received, a follow-up report will be submitted.